Event description:
Pt had firm breast mass. At surgery, found silicone spilling from breast implant. Implant removed. Unk MFR and date of implantation. Pt stated 1990's and thought implant might be saline.